Event description:
The intralase fs laser was used to create bilateral corneal flap(s) for lasik surgery in 2009. Post-operatively eight days later, the patient presented with stage I/stage ii diffuse lamellar keratitis (dlk) on both (ou) eyes. The patient was prescribed topical steroids and reported to be responding to the treatment. The patient's pre-operative best corrected visual acuity (bcva) was 1.00. Post-operatively at day one, the patient's bcva was 1.3. The most current bcva indicates the patient's vision at (0.65) on the right (od) eye, believed to be due to higher aberrations.

Manufacturer narrative:
A field service engineer (fse) and a clinical development specialist (cds) visited the customer site in order to inspect the laser, but were unable to determine the root cause for the dlk. The laser was found to be within amo specifications.